Manufacturer narrative:
An event of explant of the device due to a nickel allergy was reported. The instructions for use, 600035-021 version 1, warns that an allergic reaction to the device may occur if the patient is allergic to nickel. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to the patient's nickel allergy.

Event description:
On an unknown date, a 25mm amplatzer pfo occluder was selected for implant. On an unknown date, the device was explanted due to a nickel allergy.